Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported there was a leak from an unspecified location. The patient was not connected. The patient stated they were disconnecting the solution bag from the cassette and believed they had forgotten to clamp the line prior to making the disconnection. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not clamp the line prior to disconnecting the solution bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to close all clamps when ending therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.